Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 years and 2 months the device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced low flow alarms and was admitted to the hospital on (B)(6) 2018. A pump stop alarm was confirmed. The patient was asymptomatic. It was reported that the incidents occurred while the patient was sitting and lying on their left side during power module support. On (B)(6) 2018, an external driveline evaluation was performed by the manufacturer''s technical services representatives. The system controller log files were reviewed and confirmed the pump stoppages and low speed/low flow events. The driveline was reportedly in excellent condition. The external driveline was manipulated while connected to a non-grounded patient cable and no alarms were observed. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline or when the patient performed body movements. A grounded patient cable was then attached, and a repeat of the previous manipulations and movements could not reproduce the alarms or issues regarding lvad performance. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas. A review of the system controller log file confirmed low flow hazard alarms when the estimated flow was calculated below the low flow threshold of 2.5lpm. It should be noted that on (B)(6) 2018, the pump appeared to be struggling to maintain the set speed and ceasing, resulting low flow/low speed hazard alarms and pump stops. The pump resumed operation at the fixed speed after the event. There were no other unusual events noted in the event history. Examination of the pump blood-contacting surface found a denatured, non-laminated deposition situated on one of the rotor blades. In addition, an non-laminated, tissue-like thrombus was found in the outlet stator, surrounding the outlet bearing ball. The depositions did not show laminated layering, indicating the thrombus did not likely form in the outlet stator and on the rotor. Although the origins of the thrombus could not be conclusively determined, the depositions would have caused increased rotor drag, resulting in the low flow events, cessation of the motor as well as pump power elevations as observed in the submitted system controller log file. The driveline portions were tested for electrical continuity and did not reveal any discontinuities or shorts. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. It was reported that the patient was placed on the high urgency transplant list due to patient's physiological issues. Per the account, the issues were not device-related. The patient underwent a pump exchange to heartmate 3 on (B)(6) 2018. No further related issues were reported. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines indications of pump thrombosis as well as how to respond to such events. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.